Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device losing power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device was power broken. It was determined that the device had a worn out j latch and damaged pawls, due to the device being power broken. It was determined that the cause of the device being power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery set-up, it was discovered that the motor device lost power. During in-house engineering evaluation, it was observed that the device was power broken. It was further observed that the device had a worn out j latch and damaged pawls, due to the device being power broken. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.